Event description:
It was reported that the patient presented in clinic, the atrial lead exhibited oversensing causing auto mode switch episodes. Review of the electro cardiogram revealed far r wave oversensing. No intervention was reported; the patient would be monitored. The patients condition post event was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).